Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was no longer working as it was exposed to moisture and the customer was unable to use it. The customer's blood glucose was 13 mmol/l at the time of incident. The insulin pump was cracked where the insulin is put in and also in the body of the insulin pump. The reservoir was able to lock in place when inserted in the insulin pump. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device is not expected to be returned for analysis.

Manufacturer narrative:
After battery installation, the unit powered up with a blank display. After further examination of the unit¿s interior, there's heavy corrosion and mold on electrical board 1 just about everywhere and the bottom of the motor is rusted out. Unable to perform the displacement, sleep current measurement, active current measurement, and self tests due to the blank display. Device received with a partially broken off piece at the reservoir tube lip which allows the retainer ring to lift up and away. Device also received with a crack on the battery tube which starts at the corner of the belt clip rails. Finally the s/n label located between the belt clip rails has rubbed off and become illegible.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0958-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.